Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated on both advia centaur cp systems and the results were negative. The false positive result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. No issues were identified. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00307 on december 30, 2014. On 01/19/2015 additional information: improper sample handling has been identified as a possible cause of the discordant troponin ultra result. It was recommended that the customer increase the spin time on the centrifuge as this may be a preanalytical factor that would lead to fibrin formation. However, the customer has chosen to not to follow siemens instructions. The instructions for use (IFU) state in the specimen collection and handling section: "the purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs. Before placing samples on the system, ensure that samples have the following characteristics: -samples are free of fibrin or other particulate matter. -samples are free of bubbles."